Event description:
The sales representative reported the im3.st was placed in october 2003. All three probes were used including the oxygen probe (cc1.sb). The next day the facility contacted the sales representative to report the readings on the oxygen catheter were extremely high (322). The normal readings should be from 0 to 50. The sales representative was at the account to trouble shoot the situation. The cables, connections and monitor were checked with no change in the oxygen reading. The oxygen probe (cc1.sb) was removed and discarded. A new oxygen catheter (cc1.sb) was placed. The second catheter would not function correctly, readings were extremely high. This catheter was reading 160 at room air. A third catheter from a different lot number was used on this patient and functioned as desired. The sales representative is returning one contaminated device which was removed from the patient for evaluation and three sterile devices which are from the same lot number as the malfunctioning catheter and are being returned for evaluation. No patient injury was reported but intervention was required to achieve an appropriate oxygen reading for this patient.